Event description:
(B)(4). Have had very bad/heavy periods since essure was placed in 2013. My primary kept asking if I was allergic to nickel. The past few months I have had horrible pelvic pains which I just thought were ovarian cysts. I went for a abdominal ultrasound for the pain and then had to follow up with another abdominal ultrasound with obgyn. I found that he thinks I developed an allergy related to my essure, so he recommend having my tubes removed with essure bc that's where my pelvic pain was more than likely coming from. Upon removal, found one of my tubes was perforated by the essure.